Event description:
The customer reported that prior to use on a pt, the unit generated an electrical test fails code #58 (power-up vent test failed) alarm. The failure was eventually cleared and the pump was put into use. The customer reported that later, while the unit was in use on a pt, the unit generated autofill failure alarms. The pt was switched to another unit and therapy was continued. No pt was involved.

Manufacturer narrative:
The company rep verified the autofill failure code in the diagnostics. The company rep replaced the drive manifold assembly (part number 0104-00-0018). The company rep performed full functional and safety test. The unit met factory specs and was returned to the customer. (B)(4).